Manufacturer narrative:
H10: additional information: updated b5 and h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair, both t anchors of the fast-fix 360 deployed at the same time through the meniscus. Both ts were successfully removed from the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not received. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time. H11: h2: correction on a1, a2, a3, a4 and d2a.

Event description:
It was reported that during a meniscus repair, both t anchors of the fast-fix 360 deployed at the same time. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).